Manufacturer narrative:
The following devices were also listed in this report: triathlon cr fem comp #7 r-cem; cat# 5510-f-702; lot# ej9hc; triathlon prim cem fxd bplt #7; cat# 5520-b-700; lot# ej4jj; triathlon asymmetric x3 patella; cat# 5551-g-350; lot# 5028; simplex p speedset full dose 1 pack; cat# 6192-1-001; lot# dcv007; simplex p speedset full dose 1 pack; cat# 6192-1-001; lot# dcv007; it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the sterile lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's right knee was revised due to infection. An irrigation & debridement was performed and the polyethylene liner was exchanged.